Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to t-wave oversensing (twos). The twos had occurred in the past and reprogramming was done at that time. The right ventricular (rv) lead exhibited low r-waves, and oversensing and undersensing on high-rate episodes. The lead remains in use. No further patient complications have been reported as a result of this event.